Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is kwq. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during an anterior cervical discectomy and fusion (acdf) procedure, the angled stardrive screwdriver¿s distal tip broke while inserting a screw into a zero pva integrated cage in situ. The screw was sitting proud and not completely locked. A straight t8 stardriver was able to be used to drive the screw the rest of the way and lock it to the implant. There was no adverse event to patient. The procedure was delayed by less than a minute. The patient had no adverse effects postoperatively. Concomitant medical products: 1x unk zero pva cage, part unk, lot unk 1x unk screw, part unk, lot unk. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the device was received in used condition; part of the screwdriver tip is broken off. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During manufacturing investigation, the hardness of the broken screwdriver insert component has been measured and is in accordance to the specification. The insert component is assembled with the adapting sleeve component. The hardness for the adapting sleeve was also measured; no deviation has been found. The two components are mounted together with a laser-welded functional seam. At the time of manufacturing the torque of the laser welding seam was been tested and protocolled. When the insert component was broken off, the laser welding seam was broken too. No production failure was found during manufacturing investigation. It was determined that the breakage of the screwdriver insert component was caused by mechanical overloading during tightening or loosening of an implant screw. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the level of the procedure was c6/7.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: 03.617.900 - 8187788. Manufacturing location: (B)(4). Manufacturing date: 19.dec.2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.